Event description:
IV pump lost all recorded information when the nurse went to retreive it. Bio med also unable to retreive it. Biomed assessment: event logs from this device will be sent to cardinal health for evaluation. There may have been a low battery condition and because the IV pump was not plugged in, the device may have turned itself off.no patient harm.